Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 2976 captures the reportable event of stent kinked inside the patient. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that an unknown guidewire was loaded and the stent proximal bladder pigtail section was buckled/accordion. The accordion condition could be interpreted by the customer as kinked. Additionally, the guidewire was unloaded without issues and a mandrel 0.035" was inserted through the catheter and no resistance was felt. No other issues with the device were noted. The reported event was confirmed. Based on product analysis, the catheter was returned with an unknown guidewire loaded and the stent bladder pigtail section was buckled. The failure found, stent buckled at the bladder pigtail section, is known to be generated due to the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used. The device was received without the suture string, is evidence that the device was manipulated. Therefore, it is most likely that it was generated due to the manipulation of the device or due to the interaction with other devices during the procedure. It's important to mention that during product analysis the device was tested and mandrel 0.035" was inserted through the catheter and no resistance was felt and the guidewire was unloaded without issues. Therefore, not confirming the reported event of stent difficult to advance. Adverse event related to procedure is the most probable cause of this complaint the most probable cause of this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteral stent implantation procedure in the kidney performed on (B)(6), 2020. According to the complainant, during the procedure, inside the patient, the stent could not be pushed. When the physician tried to withdraw the stent and the guidewire, the stent was kinked. The procedure was successfully completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteral stent implantation procedure in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, the stent could not be pushed. When the physician tried to withdraw the stent and the guidewire, the stent was kinked. The procedure was successfully completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.